Event description:
The pt currently has bilateral cochlear implants. The pt reportedly has experienced several instances of middle ear infection (exact dates not given). In late 2003, the pt reportedly experienced pain, facial nerve stimulation. The pt was seen by co representatives. It was observed that impedances were fluctuating. Programming changes were made. In january 2004, the pt reportedly experienced a deterioration in performance while using their sound processor. The pt was seen by co representatives for device evaluation. Testing conducted confirmed out of range impedance values. A CT scan was done recently (exact date not given) and surgeon confirmed proper electrode placement. Surgery to explant the pt's c1 device is to be scheduled.